Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was returned to the manufacturer for analysis on may 24, 2017. Per the pump logs, the device had been interrogated on (B)(6) 2017, with the last change occurring on (B)(6) 2017. The logs confirmed the pump was in safe state mode, and a reset had occurred. The logs also indicated the device had been programmed to deliver 2,000.0 mcg/ml of lioresal at 12.4 mcg/day in minimum rate infusion mode.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative. The patient was receiving gablofen (concentration 2000 uig/ml, at minimum rate dose) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On this report date the patients pump replacement was to be done as the expected elective replacement indicator was 4m, when the company representative interrogated the pump she saw that the pump was on minimum rate mode, the event logs confirmed that on (B)(6) at 2022, reset occurred with low battery and safe state. Earlier in the day on (B)(6), the patient had an appointment and wondered if the pump was ok then but the health care professional never knew there were any issues at that time. The patient heard the alarm on (B)(6) that was occurring every 20min and experienced tightness/increased spasms so patient self treated herself with oral baclofen. The clinic was contacted by the patient but the patient could not make it to the clinic so patient was instructed to go to the emergency department, the patients spasm symptoms subsided so patient never went to the emergency room. The new pump would be programed to 200 ug/day and the old pump would be returned to the manufacturer for analysis. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the company representative indicated that the patients weight was (B)(6). The alarm went off at night, so was not alarming at the time of the clinic visit. The patient was asleep when the alarm went off on (B)(6), and so was not heard until the next day when patient woke up. The pump was sent back on (B)(6).

Manufacturer narrative:
Analysis of the pump identified high battery resistance. Result code (B)(4) and conclusion code (B)(4) no longer apply.recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.